Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Coding correction has been made. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6) implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable infusion pump containing fentanyl for spinal pain I ndications and fbss leg/back. The reason for call was patient stated 'for the first year and a half they have had their pump put in, when they have gone in for a refill, they take out whatever was remaining inside and fill him up with 40 ccs of medicine. It's always been within 1-2 cc's of what the healthcare provider's were expecting. But, the last two times theyrefilled it, one time it was off by a significant amount. They were expecting 10cc but they withdrew 18cc out of the pump before they refilled it. Recently, they did a catheter dye study and filled it up with a different strength of medicine and they wanted to increase the flow because they said it wasn't going through the patient's spine in a way it should - it was going too slow. So, they had it for about 9 days and they put in a different strength of medicine and in 9 days, the pump was like 3 cc's. Patient stated that 'it just cheated me - it gave me less medicine than it should have.' Patient had inquired about the tolerances for the pump becauseon the internet ai said they get 14.5% on something and 0.3% on something else. It was mentioned the patient stated they were told by their healthcare provider that the pump could give you 30% off (volume discrepancy) and that was what is considered very acceptable, but they thought it should be way more precise than that. Patient mentioned they think the pump pulsed every 38 seconds during the trial. Patient mentioned that they were going through a lot of pain and their healthcare provider was saying, oh you're taking too much pain medicine. Patient wondered what do you want me to do? You suddenly find out whether it's cheating or not. It's not giving you the amount that they program it to. They're trying to figure out if it's running to the expectations that the company had on the unit or not, and that's when they called me to tell me that there's a 30% variation.' Agent reviewed information and redirected to healthcare provider.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the largest volume discrepancy was on 2025-09-15. It was noted that the expected was 10ml and actual was 18 ml. The patient had catheter dye study done. The hcp changed the concentration and flow rate. The patient¿s symptoms were not related to the pump. The pump was in service.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.